Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a high idle current. The problem was isolated to the interface board. No blank display was noted during testing. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It is reported that a customer received a blank screen on their insulin pump. The patient's blood glucose level was at 120 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.